Event description:
The customer reported that on 1/8/98 vasoseal was used following a diagnostic catheterization procedure. Approximately 6-8 hours later pt lost pulses in leg and went to or for an embolectomy.pathology report stated thrombus and collagen were removed from rfa. Two weeks later, the pt was admitted with a groin infection which required a debridement and an I&d.